Event description:
End user was struck by a motor vehicle while crossing the street in a motorized wheelchair. End user reports not wearing seat belt. End user was reportedly hospitalized as a result.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. The end user was struck by a motor vehicle while crossing the street and operating the power wheelchair without wearing the seat belt. Hoveround's owner's manual warns end users, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules," and, "always use the seat belt."